Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pch210-1915g and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle separated from the suture. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.